Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) units bp connector is broken, unit needs front end board and patient interface module. There was no patient involvement.

Manufacturer narrative:
Corrected fields: d4 (UDI#) the stm that encountered the issue replaced the front end board (d670-00-1164) and performed b.17 software upgrade. Full pm, calibration, safety, and functionality checks completed per the service manual and passed to factory specifications. Returned for clinical service upon completion. The maquet failure analysis and testing department(fat) received the following part associated with this complaint: pn: 0670-00-1164 sn: (B)(6) front end board. This part was received with a reported unit failure message of bp, ECG ports loose and need to be replaced. The failure analysis and testing department verified the failure and observed bp, ECG ports were loose and both ports were not connected with board, also zero button knob was damaged. Due to this the failure analysis and testing department cannot be investigated further for this complaint. Front end board failed testing. Sent board to the supplier for failure analysis as per procedure. The maquet failure analysis and testing dept. Received part number 0670-00-1164 pcb, front end, rohs serial number (B)(6) from the supplier. The supplier found that the j2 sensor is damaged. The supplier could not perform functional testing. The board failed testing. Retaining the board in the fat per procedure.